Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge catheter was advanced for dilation. However, during inflation at 15 atmospheres, the balloon ruptured. The device was removed without any issue. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.